Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's pacemaker and right atrial (ra) lead exhibited undersensing, causing the patient to be in atrial fibrillation. It was also suspected that the ventricular channel exhibited failure to capture but was discovered to be fusion. No intervention was performed. The patient was stable throughout and was continued to be monitored.